Event description:
The pt has two leads implanted with the same lot number. It was reported the pt was not receiving optimal stimulation coverage from his scs leads. The pt underwent revision surgery on (B)(6) 2012 where his leads were repositioned to provide improved coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.